Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the upper case was broken and metal particles were detected, the lower case, hanger assembly and display frame were contaminated, the display wires were pinched and corroded, the keyboard flex and main printed circuit board were corroded and that it needed the updated shorting bar design. All found defective parts were replaced and all other identified issues were resolved. (B)(4).

Event description:
The external pulse generator was returned in accordance with instructions affiliated with the current corrective field action and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.